Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon burst at 16 atm. It was noted that the vessel was heavily calcified and an additional four complaint balloons had burst with the same pt. Procedure was completed with another company's device. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that there are several factors that can contribute to balloon rupture such as balloon damage during manufacturing, interaction with other devices, pt anatomy, lesion calcification, lesion tortuosity, or exceeding rated burst pressure. The lesion was described as heavily calcified and could have contributed to the balloon rupture since four balloon catheters also ruptured when used in the same pt. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.